Event description:
It was reported that the handle of the device was blocked after mixing the cement. A back-up device was retrieved. There was a 45 minute delay to obtain the back-up device. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation because it was discarded after surgery.